Event description:
Device malfunction: difficult to insert, detached distal guide. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified left common femoral artery after a diagnostic procedure. Reportedly, during device insertion, the device could not be advanced into the artery past the distal guide. Additional force was applied causing the distal guide to detach into the vessel. The distal guide was snared from the right common femoral artery through an 8f guiding catheter and manual compression was applied to achieve hemostasis. Reportedly, there was no vessel tear or other damage. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): the device is expected to be returned for evaluation. It has not yet been received.